Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer's spouse reported via phone call that his blood glucose level was out of control. Customer's blood glucose level went up to around 400 mg/dl and 500 mg/dl. The customer got tired easily and was short of breath. The customer was driven to his primary care physician and a nurse practitioner saw him. The customer's blood glucose level went down after a manual injection was delivered at the office. The customer was wearing the insulin pump at that time. The device was not returned.